Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, according to the designing of otv-s300, it was found out that the device may mistakenly detect touch panel failure error even though the device is in the normal condition. Therefore, it is likely that the phenomenon occurred due to design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - establishment name: (B)(6) clinic. The device was sent to olympus and evaluation of the device did not reproduce the reported issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that error code e333 occurred on the olympus video system center and there was a touch panel failure during preparation for an unspecified therapeutic procedure. The procedure was completed with continued use of the equipment. There were no reports of patient harm.